Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr dual lumen powerpicc sv. Use residue was observed throughout the catheter. The proximal end of the catheter was discolored. The catheter shaft was terminated at the 38cm depth marking. Microscopic inspection of the catheter revealed a split proximal to the 1cm depth marking. The split exhibited a granular fracture surface. Kinking and material deformation was also observed in the vicinity of the split. An additional smaller split was observed near the split. The features of the split were consistent with material fatigue due to cyclic kinking. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a rupture in a powerpicc, the catheter was placed (B)(6) 2023 and had been working normally for administration of outpatient chemotherapy, in the last home care on (B)(6) the novelty is evidenced. Impact on the patient: change of device. Additional information received on (B)(6) 2023: incident was noted 174 days of use on the patient. Additional information received on nov 24, 2023: there was no intervention, the measure taken was withdrawal. Patient received a chemotherapy session on (B)(6)through peripheral access without complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported a rupture in a powerpicc, the catheter was placed (B)(6) 2023, and had been working normally for administration of outpatient chemotherapy, in the last home care on october 02 the novelty is evidenced. Impact on the patient: change of device. Additional information received on nov 20, 2023: incident was noted 174 days of use on the patient additional information received on nov 24, 2023: there was no intervention, the measure taken was withdrawal. Patient received a chemotherapy session on (B)(6) through peripheral access without complications.

Event description:
It was reported a rupture in a powerpicc, the catheter was placed (B)(6) 2023, and had been working normally for administration of outpatient chemotherapy, in the last home care on october 02 the novelty is evidenced. Impact on the patient: change of device. Additional information received on nov 20, 2023: incident was noted 174 days of use on the patient additional information received on nov 24, 2023: there was no intervention, the measure taken was withdrawal. Patient received a chemotherapy session on october 4 through peripheral access without complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation of the video showed the catheter being infused with a clear liquid. A leak could be seen in the catheter about 2 or 3 cm distal to the molded joint of the catheter. No details of the apparent damage could be seen on the catheter in the returned video. While a leak could be seen in the catheter in the returned video, there were no distinguishing features in the video of the device which could aid in identification of a specific root cause. Therefore, the cause of the leak in the catheter is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a rupture in a powerpicc, the catheter was placed (B)(6) 2023, and had been working normally for administration of outpatient chemotherapy, in the last home care on (B)(6) 2023 the novelty is evidenced. Impact on the patient: change of device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.